Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that sometime last year she was having issues charging her ins. The ins had moved so she wasn't getting good coupling. Patient met with a manufacturer representative, who showed her a new way to position the antenna to get a better connection. Rep did not have any further information. No symptoms and no further complications were reported.